Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/15/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the upper buttocks on (B)(6) 2016. No additional event or patient information is available. A sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor is considered to be detached. The customer complaint was confirmed. A root cause could not be determined.